Event description:
It was reported that the patient received two inappropriate shocks from the right ventricular (rv) lead due to an apparent fracture of the rv pace/sense coil. Also the lead integrity alert (lia) triggered, there was oversensing and high thresholds. The rv lead was capped and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.